Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable, clamp tubing" alarm. It was reported that the residual volume was 22.3 ml, the rate was 2.2 ml/hr. The amount given was 77.7 ml. Per reporter there was no air in line. No adverse patient effects were reported.